Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to a necrosis of a tooth. This adverse event is being reported after 30 calendar days. This event was original classified under a non-reportable category within the complaint handling system.

Event description:
The customer reported necrosis on tooth #8 while wearing the aligners. Medical intervention is required and a root canal will be performed. It is unknown if aligner treatment was discontinued. For this event, the patient identifier is (B)(6) and the complaint number is (B)(4).